Event description:
The customer reported to the philips response ctr (rc) that the device was failing the user initiated operational check (opcheck) and then locking up. There was no pt involvement.

Manufacturer narrative:
(B)(4).